Event description:
The lay user/pt's one touch ultra meter was reading inaccurately erratic. A pt reported blood glucose results of 70 and 150 mg/dl with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and the pt's testing technique was correct. The test strips were within the expiration date. However, it was reported that the test strips were peeling and getting damaged when inserted into the meter. A replacement meter and control solution were sent to the lay user/patient.